Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 40 mg/dl. Or lower. The customer treated the low blood glucose with food. Through troubleshooting, it was found that the drive support cap appeared normal and that the insulin pump would randomly beep. The customer was unable to complete troubleshooting because she did not have the supplies required to past the rewind sequence. The customer had also mentioned earlier that there were cracks at the reservoir compartment as well as a scratch in the center of the screen. The customer was unaware of how the damage occurred. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, bleeding display glass was noted. The insulin pump was also received with a broken reservoir tube lip, cracked case at the display window and reservoir tube window corners, cracked battery tube threads and minor scratches on the display window.